Event description:
A patient was being removed from a 6500hd skytron surgical table with a 40" carbon fiber extension attached to the table on the leg section. During the transfer the carbon fiber extension fell off causing the patient to become unstable and the staff had to support the patient. The patient was not injured during this process. Further investigation from skytron found that this particular accessory (part number 4-030-40) was not intended to be used with the 6500hd surgical table and is clearly stated in the accessory instructions for use. The skytron distributor was reminded that this accessory should not be used with the 6500hd table and will advise the hospital staff to prevent any future occurrences.